Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was giving a constant tone. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump started letting out like a tone almost like a hung up tone on the phone and the screen on the pump was stuck and they couldn't press any buttons, nothing worked. The customer state that they took the battery out and wait 5 minutes for that tone to go away, with the battery out the screen stays on and then 15 minutes later they put the battery back in and it will work for a week or two and then it will happen again. The insulin pump will not be returned for analysis.